Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.

Event description:
Device issue: core separation. Time of device issue: during procedure. Adverse event: none. It was reported that the bmw hydro guide wire would not advance to the lesion in the superficial femoral artery (sfa). During removal of the bmw hydro guide wire, the guide wire separated into two pieces inside the guiding catheter. The bmw hydro guide wire and the guiding catheter were removed as a single unit. There were no reported adverse pt effects. Though requested, no add'l info was provided.